Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the rca during the index procedure. It is reported that after the procedure the nurse realized they had misinterpreted the outside of the inner pouch as being sterilized and handed it to the doctor during the procedure. No clinical sequelae have been reported.

Manufacturer narrative:
(B)(4) results: failure to follow instructions (the warning on the outer foil pouch clearly states that the outer of the inner pouch is not sterile).